Manufacturer narrative:
The technician attempted to raise the head using siderail functions, the motor activates and the knee raises but head does not. The technician replaced the valve solenoid cartridge and performed a function check to repair the bed.

Event description:
Information received indicates the bed has no head up function.